Event description:
During anastomosis portion of surgery, covidien gia 80mm stapler fired and cut normally but no staples came out. Surgeon explained issue to covidien reps (B)(4) in room stating no staples were located in the stapler reload. Reload was new and not previously used. Bowel was cut but not stapled. Another anastomosis was completed. Stapler and misfired reload were saved and given to director of surgery along with reload lot numbers. FDA safety report ID # (B)(4).